Event description:
Boston scientific received information that the filed representative noted a suspicion that this right ventricular had fractured or there was a loose connection due to out of range pacing impedances and noise. The device implanted was a competitor device. A revision procedure took place, and a loose connection was not seen. A fluoroscopy was then performed which confirmed that the right ventricular coil had separated with three segments from the yoke and was fractured. The device was put back into the pocket and a new lead will be added at a later date. At this time this right ventricular lead remains implanted. Additional information received noted that a revision procedure took place. This right ventricular lead was surgically abandoned and left in the patient while a new competitor lead was implanted on the right side of the patient. The other two leads were tunneled towards the right side from the left side and connected to a device on the right side. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.